Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that 300cc of bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The device was used to complete the procedure, there was no tissue damage and no patient injury.